Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 25-june-2024, patient complained about infusion sets fell off due to tape not sticking. No further information available.